Event description:
Per the audiologist, the pt had not made the expected auditory progress when using the cochlear implant system. Reprogramming the sound processor did not solve the problem. Results of an integrity test done in 2008, were consistent with normal receiver/stimulator function with multiple electrode anomalies. Deactivation of the anomalous electrodes was recommended. Explant/reimplant surgery is planned but had not been scheduled at the time of this report filed, 2008.